Event description:
The advocate called on behalf of the customer. She alleged that the customer's blood glucose was tested at 82 mg/dl using her contour ts meter, but the customer was not responsive. Paramedics were called and they tested the customer's blood glucose at 32 mg/dl when they arrived. No additional information was provided about the incident. The advocate was advised to return the test strips for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.